Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at minimum rate via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 a catheter fracture was reported, there was no flow through the cap (catheter access port). There were no environmental, external or patient factors that may led or contributed to the issue. The diagnostics and troubleshooting performed was a cap (catheter access port) test. The catheter was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.